Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 sensor failed during sensor startup period and patient did not see sensor wire upon removal. Patient stated they had difficulty removing the applicator tube and bled after removal. Patient stopped the bleeding with gauze and there was no permanent marks on their skin.